Manufacturer narrative:
The visual examination of the returned device revealed galling marks along the inner shaft. Metal particulate debris was also observed to be embedded in the inner shaft tubing and on the magnet inside the hub of the outer shaft. A crack was observed on the inner hub. All of these are indications of side loading of the device. The returned device passed all function testing. Ascent healthcare solutions' IFU states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
During the procedure the arthroscopic shaver emitted metal shavings into the patient. No patient injury was reported.